Event description:
Boston scientific was notified that during an event the tip of the fastracker -325 vascular access infusion catheter fell off. No complication with the pt occurred during this event.